Event description:
Information received indicates the casters roll and swivel after the brake is set.

Manufacturer narrative:
The technician found the connecting rods were worn. The technician replaced the brake/steer mechanism with an upgrade kit and brake activation assembly to repair the stretcher.